Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45w cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the device would not fire and the surgeon had a hard time releasing the device from tissue. It is not known on which firing this occurred. Buttressing was not used. The cartridge type is unknown. It is not known how the procedure was completed. No further information is available. There were no adverse patient consequences.